Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The date that philips became aware that an audio issue existed and hence a reportable complaint was required was (B)(6) per the bench repair report.

Event description:
During bench repair, this device was found to have no audio. There was no patient harm reported by the customer.